Event description:
Consumer complaint of high blood results. Expected blood glucose results: 70 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin pump to manage diabetes. Back to back blood test performed during call ((B)(6) 2014; 6:44 pm) with results of 373 and 419 mg/dl. Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 02/28/2016 and open vial date is two days ago. Recall test results performed (fasting / before meals / after meals) from meter memory: 369 mg/dl on (B)(6) 2014 at 08:07 pm; 290 mg/dl on (B)(6) 2014 at 04:51 pm; 234 mg/dl on (B)(6) 2014 at 01:14 pm; 182 mg/dl on (B)(6) 2014 at 02:27 pm; 89 mg/dl on (B)(6) 2014 at 02:36 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).